Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported ''overdose of blinatumomab, in 4 different pumps. The patient was receiving blincyto chemo infusion. Infusion set, as per order, to run at 10ml/hr over 24hr. Bag was filled to 276 ml, which should leave a residual 36 ml of chemo in bag as this is a specialty drug which does not flush and bag should not run dry. The IV infusion was checked again at 3:50pm in anticipation of bag change at 4:10pm. Bag was noted to be completely dry, meaning that the patient received approximately 40ml of chemo/ equivalent to 4 hours of additional chemo infusion' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device experienced a low audio condition. The cause was identified to be a loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an over infusion of blinatumomab. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.